Manufacturer narrative:
There was no evidence that the animas product malfunctioned. Hence, the product will not be returned for investigation.

Event description:
The reporter claimed that she was found unconscious with low blood glucose readings of "39-60 mg/dl". The pt reportedly suffered from hypoglycemic unawareness. When the paramedics arrived, they treated the pt with IV glucose. The pt was never taken to the hospital after her blood glucose went to 200 mg/dl. Her blood glucose is currently within the normal range. During troubleshooting, the animas insulin pump worked accordingly and not defects could be found. This complaint is being reported because the pt claimed she developed hypoglycemia while she managed her diabetes with the animas insulin pump.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 08/14/2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no data available in the download history or black box for the time of the reported event due to continued patient use of the pump. There were no alarms or pump conditions indicating a malfunction recorded in the black box or alarm history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.